Event description:
The lesion was located in the posterior descending. After ptca, a tristar stent was attempted to be deployed, but the balloon ruptured. While the pressure was being applied, a dissection was discovered under fluoroscopy. Negative pressure was applied to remove the stent delivery system (sds) from the patient's body and during removal, the stent became separated from the sds. The stent was removed with a snare device. The procedure was completed by deploying another company's stent.